Manufacturer narrative:
(B)(4). Pump received with cracked and bleeding lcd glass, minor scratched display window, the insulin pump had cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer was walking and he tripped and the pump was in the back pocket and customer fell on the cement floor causing what looks like impact in the upper corner of the screen and a broken lcd. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.